Event description:
Per the clinic, a connection could not be established with the internal device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.